Manufacturer narrative:
Analysis of the lead (va0gwaf040) found there was a foreign material blocking the stylet insertion. It was noted that the stylet could not be fully inserted into the lead because there was a foreign material 11.6 cm from the proximal end. It was noted that the dark brown foreign material found inside of the stylet coil was a protein. Analysis of the stylet found there was a bent wire.

Manufacturer narrative:
Product ID: neu_stylet_acc, lot# unknown, product type: accessory. (B)(4).

Event description:
It was reported the stylet stopped two inches into the lead and could not be advanced further. It was reported the lead was removed from the sterile field and a new kit was used. It was noted there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.